Event description:
A 4 mm diameter x 12mm length racer stent delivery system was inserted into a pt for the treatment of a renal artery lesion in 2004. It is unk if the intended lesion site was pre-dilated. The pt's vessels were reported to be moderately calcified and moderately tortuous. After the stent was deployed it was reported that the physician used the racer balloon to post dilate and upon inflating the balloon to 12 atm, the balloon burst. The delivery system has been received and its analysis is pending. No additional sequelae were reported and the pt is reported to be fine.